Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The customer was also vomiting. Troubleshooting was performed, and the time was off by one hour. All other programming was correct. The insulin pump passed the prime test, but the nurse was unable to clamp the tubing to conduct the high pressure test properly. A tubing clamp was sent and advised the nurse to call back to conduct the test again. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.